Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received explaining that soon after a tracheostomy tube placement; the tracheostomy tube cuff was found leaking. Upon discovery of the issue, the device was extubated and a new tracheostomy tube was emergently placed in the patient. The tracheostomy tube was not tested for leaks prior to use. The patient did not endure permanent adverse effects from the event.

Manufacturer narrative:
The suspect device sample was returned for product investigation. During functional testing, the cuff was inflated and the entire device was submerged in water. Bubbles were observed coming from spots on the device cuff. Magnification of the cuff revealed small holes in the cuff material. No other issues were observed with the returned product sample. A review of the device history record could not be performed as not lot information was provided. Inspection could not determine a definite root cause for the cuff damage; however, no evidence was found to suggest reported issue was caused by an intrinsic product problem.